Event description:
A report was received that the patient had an infection. Intravenous and oral antibiotics were administered to the patient. The patient underwent a revision procedure wherein the ipg was replaced and the lead was explanted. The patient was doing well postoperatively. The infection was not related to the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.